Manufacturer narrative:
(B)(4). The product pertaining to this complaint was not returned for evaluation. However, the lens was returned and visual inspection found the lens optic is torn. There was evidence of clear surgical residue. Evaluation, method - lens work order search. Results - a lens work order was performed and no similar complaints were found within the same work order. Conclusion : based on the complaint history and lens work order search, we were unable to determine a specific root cause of the event. (B)(4).

Event description:
The reporter stated the surgeon attempted to use a 22.0 diopter aq2010v silicone three piece foldable intraocular lens. The lens got stuck in the cartridge as the lens was being advanced in the injector and the lens was damaged. There was no patient contact. Cause of this incident is due to a cartridge malfunction. Reporter was told "the cartridge was strained". The cartridge was discarded by the facility and a lot number was not provided.